Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was explanted due to erosion. All components were explanted at an unknown date. Patient underwent a reimplant procedure for a new aus.